Event description:
It was reported that approximately ten days post-implant of the implantable cardioverter defibrillator (ICD) system, the r-wave dropped from 10 mv to 5 mv and the threshold slightly increased from 1 v @ 0.4 ms to 3.4 v @ 0.4 ms. The ICD output was set to fixed at 4 v @ 1 ms. It was suspected that the right ventricular (rv) lead could have dislodged, and a chest x-ray was ordered. The rv lead remains in service.